Manufacturer narrative:
Parts were received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
G5: 510k: k102985. B4: 09jul2021. The (fse) confirmed the reported failure. The (fse) replaced the front bezel to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported the numbers when going to adjust them are bouncing all over the place. The customer spoke with the field service engineer (fse) and he stated that the nav ring can cause this issue. The device was not in clinical use. No patient or user harm was reported.